Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported, right-side, "intense strange reaction." Later, healthcare professional reported, rippling, pain, swelling, mass "textured saline implant" and "fluid around the right implant." The device has been explanted and discarded.